Manufacturer narrative:
During follow-up, the patient said she noticed no defect or malfunction with the t14, and did not know the lot number of the t14 units she was using when she acquired the infection.

Event description:
During follow-up, the patient said she was prescribed an antibiotic, took the full course, but the same infection returned in (B)(6) 2020. She was prescribed an antibiotic in (B)(6), took the full course, and recovered completely.

Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) said she has been having lots of urinary tract infections (uti's) concurrent with catheter use, and the doctor advised to change catheters.